Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use on (B)(6) 2024.the infusion set was in use for 48 hours. The blood glucose level of the patient at the time of event was 100 to 200 mg/dl and patient resolved it by changing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) .